Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). The patient noted experiencing worsening dyspnea on exertion. The patient was given antiarrhythmia medication. It was noted an atrio-ventricular node ablation was performed and the patient was upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.